Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed turn on and off again. The maneuver was carried out and it turned off again suddenly. There was patient no injury harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed turn on and off again. The maneuver was carried out and it turned off again suddenly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). It was reported that during use cardiosave intra-aortic balloon pump (iabp) unit ¿alarm appeared with the message turn off¿. A getinge field service engineer (fse) investigated the customer's complaint, maneuver was performed and it suddenly turned off again!". The problem was confirmed via the device logs. From the analysis of the logs a malfunction of the k7 valve emerged, the drive manifold assembly was replaced. Functional checks and diagnostic tests. Regular operational tests. The device has passed all performance and safety tests according to specifications mother house. The device was returned to the customer and cleared for clinical use. No patient involvement was there. The fault did not cause any damage or inconvenience to the operators or patient.